Manufacturer narrative:
Investigation summary: bd japan received 100 samples and sent 90 samples and 8 photos for investigation. Evaluation of both confirm foreign matter(fm) in the tube and gel and embedded fm in the tube. Additionally, 90 retention samples from bd inventory were inspected and no issues were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for fm in the tube and gel and embedded fm in the tube. An exact root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, 90 tubes had foreign matter (fm) in the tube and in the gel. The exact number or each defect was not provided. There was no health impact or consequences reported.